Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure there was no ultrasound from the handpiece. The handpiece was exchanged for another and the case was completed with no harm to the patient.

Manufacturer narrative:
The customer reported that the phaco handpiece had no ultrasound power. The reported event of the handpiece not having phaco ultrasound power was unable to be confirmed. The phaco handpiece was sent to a local manufacturer technical service department for product evaluation, and no problem was found with the phaco handpiece. The phaco handpiece was manufactured on august 3, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).